Event description:
Reportedly, the subject device reached eri early. The device was explanted and was returned.

Event description:
Reportedly, the subject device reached eri early. The device was explanted and was returned.

Manufacturer narrative:
Preliminary analysis showed that the returned device was operating within specifications.

Event description:
Reportedly, the subject device reached eri early. The device was explanted and was returned.